Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and sepsis. A revision was performed, the patient received intravenous antibiotics as part of the treatment, and the epicardial right atrial lead was explanted. However, all of the lead was not explanted, the button and surrounding mesh were no able to be removed. This epicardial lead had a mesh material surrounding the button that is screwed into the epicardium. The mesh is overgrown with fibrous tissue, therefore it was impossible to remove. No additional adverse patient effects were reported.